Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Additional information received reported exact symptoms consisted of increased pain. A pump and catheter check under fluoroscopic guidance on (B)(6) 2014 showed that there did not appear to be an intact intrathecal segment; the catheter was fragmented or pulled back. On (B)(6) 2014 the patient underwent a procedure for pump and catheter replacement. In terms of how the patient was now doing it was noted their symptoms resolved.

Event description:
It was reported that for the past 3 weeks prior to the report the patient had been experiencing overall back pain. The patient stated that since she had her pump implanted she had not had that pain. The patient stated ¿something is broken¿. The patient was at the doctor¿s office on the day of the report and some testing was done and they figured out what was going on; however, the patient had forgotten what they said about it. The patient thought it was ¿the part that goes from the machine to her¿. The entire system was to be replaced because the pump was at end of life. The device system delivered morphine. It was later reported that the patient no longer had concerns with the device or therapy. Additional information has been requested but was not available at the time of this report.